Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 jaw dropped during the procedure. There was no consequence to the pt.